Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as: 2134265-2016-00835. It was reported that vessel perforation occurred. The target lesion was located in the left main into the proximal circumflex artery. A 1.50mm rotalink¿ burr and a 330cm rotawire¿ were used and advanced to treat the target lesion. During the procedure, the burr was advanced a little further to the mid- circumflex artery and it was noted that vessel perforation occurred. A non-bsc stent was placed to close the perforated artery. No further patient complications were reported and the patient's condition was fine.